Manufacturer narrative:
Additional information added to h6. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the header of a polyflux dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.